Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event, patient and device information. Date of event is unknown. Date of explant is unknown. Therapy date is estimated. Patient weight is unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturing number: 1627487-2021-13763, 1627487-2021-13764. It was reported that the patient had an explant for unknown reason on an unknown date.

Manufacturer narrative:
A patient¿s system was explanted for unknown reason was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.